Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02637. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency and urinary incontinence. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent vaginal mesh removal and cystoscopy on (B)(6) 2010.

Manufacturer narrative:
(B)(4). On (B)(6) 2010, it was reported that the patient underwent a flexible cystoscopy and vaginoscopy, indications being mesh erosion, mixed incontinence, pelvic pain, and vaginitis (the procedure showed there is persistence of mesh and granulation tissue present at the vaginal apex, significant odor).

Manufacturer narrative:
(B)(4): the patient underwent mesh removal surgery on 08/17/2010 due to erosion and exposure.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.